Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for birth control: birth control pills from 2008 to 2009, iud in 2009 and birth control pills from 2005 to 2008; for an unreported indication: iron supplement. Concurrent conditions included anaemia since 2008, hydrosalpinx, ovarian cyst and cervical dysplasia. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/apin during period"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("pain abdominal"). In 2013, the patient experienced abdominal pain lower ("cramping / lower abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), mental disorder ("mental illness"), back pain ("chronic lower back pain") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and fatigue had not resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, headache, abdominal pain, irritable bowel syndrome, alopecia, weight increased, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: per pfs: cervical dysplasia. Previously reported date of implant was (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tubes. Diagnostic results: cat scan was performed. Concerning the injuries reported in this case, the following one were reported via social media: irritable bowel syndrome, alopecia, weight increased, mental disorder, back pain, dysperunia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: this case was upgraded to serious incident from other event case. Event ibs, hair loss, weight gain, mental illness, chronic lower back pain, pain during intercourse were added. Reporter information was added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for birth control: birth control pills from 2008 to 2009, iud in 2009 and birth control pills from 2005 to 2008; for an unreported indication: iron supplement. Concurrent conditions included anaemia since 2008, hydrosalpinx, ovarian cyst and cervical dysplasia. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/pain during period"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("pain abdominal"). In 2013, the patient experienced abdominal pain lower ("cramping / lower abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), mental disorder ("mental illness"), back pain ("chronic lower back pain") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and fatigue had not resolved and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, headache, abdominal pain, irritable bowel syndrome, alopecia, weight increased, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: per pfs: cervical dysplasia previously reported date of implant was (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tubes. Diagnostic results: cat scan was performed. Concerning the injuries reported in this case, the following one were reported via social media: irritable bowel syndrome, alopecia, weight increased, mental disorder, back pain, dysperunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.